Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient presented with a contained rupture of their abdominal aortic aneurysm and was treated with gore excluder aaa endoprosthesis. Final angiography revealed partial covering of both renal arteries. The physician implemented an "up and over" technique utilizing a wire covered by a catheter to pull the trunk-ipsilateral leg component down and uncover the renals. The renal arteries were then stented and showed to be fully patent on final angiogram. No serious injury resulted and the patient tolerated the procedure well.